Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that an angio seal was placed by the doctor and was an experienced angio seal user. It was reported that the patient noticed that she lost feeling in her leg and was told to go to the or. She went to the or that evening and a vascular surgeon had to remove the angio seal plug which was in the cfa. A cut down was performed to remove the angio seal. It was reported that the patient went home fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.